Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, two additional ¿woo¿ stitches (purse-string sutures with an additional plastic piece) were placed allowing for hemostasis as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported that there was access site bleeding. Pump insertion was successful, but once the peel away sheath was removed, there was more bleeding than anticipated. Despite manual pressure and securing a purse-string suture, the bleeding persisted. Separate attempts to hold pressure and apply more sutures did not achieve hemostasis so cardiothoracic surgery was consulted. Two additional ¿woo¿ stitches (purse-string sutures with an additional plastic piece) were placed allowing for hemostasis. The patient remained stable and the procedural outcome was the patient survived the surgery.